Event description:
It was reported that on (B)(6) 2012, the pt experienced piercing loud high frequency sound and pain on the left implant side. Testing was run 3 times at the clinic with the pt complaining of pain and took the dib coil off on the 3rd time. She was instructed not to wear the external equipment any longer. Testing confirmed that the device was malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.